Event description:
Reportable based on device analysis completed on 20-apr-2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed intact and another shorter stent was used to complete the procedure. There were no patient complications reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.